Event description:
Na (nursing assistants) were lifting patient in golvo to bed. At the time of transitioning to bed, the lower left strap fell. The clips on both ends of the golvo snapped off. Golvo snapped off and her left leg was lowered due to sling coming out. Patient assisted to bed. Patient did not fall. Manufacturer response for patient lift, (golvo 8008) (per site reporter). Plastic clips broke, replaced with metal wire clip for more durability, performed payload test. Called baxter with case number, representative mentioned with our testing all should be good.